Manufacturer narrative:
(B)(4).

Event description:
On the date of this report, the patient reported that the pump was "not functioning right" and it was protruding out. Last year, the physician turned the pump down because the patient was not having a lot of pain. The patient started having more pain, so he started increasing the drug, but it wasn't helping the patient's pain. An MRI was done in mid-december and found that the catheter was "punched"/kinked and the patient had drug around the pump pocket. They were able to draw the drug out. The patient's physician recommend a pump and catheter change out because the pump was old. The patient was still having the pump refilled even though her catheter was pinched/kinked. The next low reservoir alarm date was (B)(6) 2015. The drug in the pump was flowing, but not like it should be. The patient lost her managing doctor due to an insurance change, so she didn't have anyone to refill her pump. She was looking for a doctor that would take her insurance, replace the pump, and refill the pump. As of (B)(6) 2015, the patient had not found a new physician. The patient was having a return of symptoms; the patient had increased baseline pain. The patient was in a tremendous amount of pain. The symptoms had a gradual onset. The patient first noticed the therapy was not as effective 8 weeks ago. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported still having concerns regarding her device or therapy; she had an appointment (B)(6) 2015.

Event description:
It was reported that beginning four months ago, the patient's pump site began to swell due to fluid accumulation. There was no history of fever, infection, or trauma to the pump site. There was no pain at the pump site either. An exploratory surgery was planned for the beginning of the new year 2015. It was later reported that the fluid at the pump site was clear. The health care provider suspected that the fluid was medication due to a poor catheter connection. No date has currently been scheduled for the exploratory surgery. The drugs in the pump were baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n175919004, implanted: (B)(6) 2008, product type: catheter. (B)(4).